Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). Based on initial fse's statement, information were pointing to o2 gas module being defective. The o2 gas module regulates the inspiratory gas flow and gas mixture. Information provided further revealed that the issue was in fact with o2 sensor, which was reading concentration incorrectly. Issue was solved by replacement of the defective o2 sensor with o2 cell. Device passed pre-use check. The device was delivered to the user in working condition. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume %. There are two main reasons for this alarm: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration high alarm caused by o2 sensor is a measurement error and is not considered as a safety related. Review of the provided device's logs confirmed reported issue. Moreover, alarm for o2 cell/sensor was generated, which confirms malfunction of the o2 sensor. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 sensor.